Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a blood glucose of 49 mg/dl during the first night using the ilet and paused insulin delivery out of concern, then treated with glucose tablets with blood glucose returning to range within 30 minutes; the caregiver inquired about the algorithm, and education was provided regarding insulin suspension behavior. Symptoms included asymptomatic hypoglycemia. Outcomes included no injury, no hospitalization, and blood glucose stabilized to 91 mg/dl after treatment. Investigation included customer interview and device use counseling. Investigation of this case revealed no device malfunction reported, with normal algorithm function explained and troubleshooting completed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.